Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead was dislodged and fell into the right ventricle during a device implant procedure. The patient experienced ventricular tachycardia during the time of the event and was converted back to normal sinus rhythm by the external shock. The physician believed that the atrial lead dislodgement was due to the patient's anatomy. The lead was repositioned on the right lateral wall of the right atrium. The patient was stable before, during and after the procedure.